Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and the usb connector was dislocated from the pcba.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to claim intermittent audio output on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Additionally, at the time of the call, dexcom technical support advised patient to test the alert functionality and patient reported alerts were functional.